Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported the device power cycles on its own. No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacuring narrative: other, other text: the returned device was evaluated. External visual inspection found no damage. The device was able to power on using both ac and battery power. The unit was able to obtain readings and alarmed audibly and visually under alarm conditions. The unit was restarted manually multiple times without any issues. The unit was placed in a burn in oven for two hours while obtaining readings using a tester and the device did not reset on it's own. Internal inspection found the cable connecting the ui and system board was damaged. The customer complaint was not duplicated.

Event description:
The customer reported the device power cycles on its own. No patient impact or consequences were reported.